Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).